Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pace impedances greater than 2000 ohms. This was found prior to the pacemaker normal battery depletion change out. This rv lead was abandoned surgically, and was successfully replaced. No adverse patient effects were reported.

Event description:
Additional information indicated this rv lead was explanted, as an x-ray and noise on the electrograms (egm) confirmed a lead fracture. No additional adverse patient effects were reported.